Event description:
It was reported that the patients ipg was taking longer and not holding charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted battery will not be returned as they were thrown in sharps bucket.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.